Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced four infusion set fell off during use while on physical activity events on (B)(6) 2026. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.